Event description:
In 2001 the end-user called minimed, USA, and stated that the plastic part of the set is disconnecting where the tape and the cannula housing meet. The next month, maersk medical received the complaint and 1 used base piece.